Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The alleged failure was not detected and the product was within specification for fluid delivery.

Event description:
The customer reported a "suspected overinfusion" may have took place. The reporter stated no further detail were available or were forthcoming. The device to be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.